Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient's implant was turned off for a facet block/spinal injection (confirmed to be unrelated to device/therapy), but since turning stimulation back on the patient has had a return of symptoms. The return of symptoms was described as not being able to urinate and the patient also reported that they may have a uti. The caller indicated that the patient informed their healthcare provider (hcp) about the issues and the hcp advised the patient to adjust stimulation. The patient increased from 0.9 to 1.3 and confirmed that at the time of the call stimulation was on and set to 1.3 on program 2. The patient indicated that 1.3 was the max comfortable setting, it was initially hard to feel at this setting, but the patient increased and then decreased it back down. The patient was frustrated because the felt that they were getting conflicting information between the hcp and the office staff. The patient planned to get a urine test. A later call from the consumer indicated that the patient's pre-existing restless legs had gotten worse and the patient was losing sleep because it was happening in the middle of the night. The patient was also experiencing cramping in their legs and that their "legs won't stop running" and the patient has "restless whole body." The caller reported that all their nerves are just jumping on the inside and that their "arms start going." The patient reportedly goes "crazy, so she runs around the house/gets on her exercise bike. The patient reported that she did go "over and above" with yard work yesterday. The caller reported that the patient had reduced stimulation to 1.0 to see if that helped, but the patient wanted to know how to "lock the setting in." It was determined that the patient was looking at the trial controller pamphlet; the caller was advised that once stimulation is set at a level it will stay at that level. The consumer indicated that "stimulation was getting too high" because the patient had leg pain and it was "almost shocking down her leg." The patient then confirmed that they did not in fact have a uti and saw their hcp who changed the patient to program 4 and the patient felt stimulation "down to where she should feel it." The caller indicated that the stimulation issue was resolved. The patient then reported that they were not sure if the restless legs and cramps were related to the device and when advised that the patient could try turning stimulation off to see if the issue resolved, but the patient indicated that they wanted to remain at 1.0 to see if that helped. The patient planned to follow-up with their hcp again if turning stimulation down did not resolve the issue. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Event description:
Additional information was received. Consumer reported they had a "facet block, so unit was turned off. When activated it wasn't working under that set program." Patient reported they went to their physician and they used 'the larger unit' to set up a new program and it was fine since. No further complications reported/anticipated.